Manufacturer narrative:
This report is submitted on april 03, 2017.

Event description:
It was reported that the patient experienced a skin flap breakdown and skin necrosis at the implant site subsequent to patient experiencing a fall. Oral antibiotics were administered (date and duration not reported), however the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2017. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, april 03, 2017.